Manufacturer narrative:
In the course of the investigation, it became apparent that during the case in question a ventilator failure occurred and thus the case was assessed reportable retrospectively. After the event the device was checked by a service technician on-site. Ipm-l tests were successfully passed and the device was returned to use. Based on the device log analysis the case in question could be reconstructed. The procedure was started using man/spont and continued using pressure control. Within the next 10 minutes ventilation was unremarkable until the persues detected an interruption of the internal communication to the sensor board. The device reacted as specified for this failure and generated a corresponding bag pressure sensor failure alarm and stopped automatic ventilation which goes along with a separate ventilator failure alarm. In this case manual ventilation and monitoring are still available. Besides this, also the initially reported "fresh gas delivery failure" alarm was posted. As the failure did not reoccur during tesing and evaluation on-site it can be assumed that a sporadic failure of the sensor or main board has caused the reported symptom. The failure rate of the sensor boards is continuously monitored and considered acceptable. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a case the device alarmed "fresh gas delivery failure." No patient injury reported.